Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited the scope did not display images. Event took place during a diagnostic endobronchial ultrasound (ebus) procedure. The procedure was completed with an olympus back-up device. There was no report of harm, injury or death.